Event description:
The graft was inserted but had difficulty in retracting the jacket. Only partial retraction was accomplished exposing the hooks on the superior attachment. Device was removed with hooks exposed. No patient injury reported. Treatment was aborted, no further aneurysm treatment attempted.